Manufacturer narrative:
Film evaluation summary: the exact cause of the occlusion in the left internal iliac artery, and left limb migration leading to distal type I endoleak could not be conclusively determined from the post-implant cta's provided. The pre-implant anatomy information, films at implant, and earlier post-implant films were not provided. The location at implant was unknown. From the 2+ year post-implant cta's provided, the take-off of the left common iliac artery currently measured ~ 25 mm in diameter, and moving distally, ranged from 23-18-20 mm. It is possible that the left common iliac artery may have dilated since implant from disease progression, which may have contributed to the migration and the distal type I endoleak. The post-implant cta's showed that the left internal iliac artery was tortuous, which may have contributed to the limited flow/occlusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of the reported the left limb pulling out resulting in a distal type I endoleak could not be conclusively determined. The pre-implant films, films during the implant procedure, earlier post implant films, films that showed the limb pulling out and the distal type I endoleak, and additional films during the secondary intervention were not provided. The images (prior to implanting of the two additional limb extensions) provided were non-contrast, so the exact location of the limbs and evidence of endoleak could not be assessed. The left contra limb at just below the contra gate ring was acutely angulated toward the left, indicating that the limb had possibly pulled out and was floating in the aneurysm sac. The angulation measured approximately 70 deg, l-r. The CT's were not provided; the stent graft in-vivo configuration as well as the complete anatomy information could not be assessed. From previous similar complaints investigations, it is possible that vessel dilatation due to disease progression may have contributed.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 8.1 cm in diameter abdominal aortic aneurysm. It was reported that, approximately two years and four months post index procedure, the patient presented emergently with abdominal pain and had a urinary tract infection. The patient was treated with antibiotics and a CT was performed. Two days later the patient still had abdominal pain and review of the CT revealed that the left endurant stent graft limb had migrated proximally. The left endurant limb had a distal type I endoleak. An angiogram confirmed that the left limb had a distal type I endoleak and that the limb was free floating within the aneurysm sac. Additionally, the left internal iliac was occluded. The physician elected to implant two additional endurant limbs extending coverage into the left external iliac artery since the left internal iliac artery was occluded. Adequate seal was obtained, the procedure was completed, and the event was resolved. Per the physician, the cause of the event was un known; however, the urinary tract infection was not attributed to the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.